Event description:
Pt diagnosis acute myeloblastic leukemia and subsequently developed severe graft versus host disease (t-cell depleted, unrelated "bu" lymphoma and broncheolitis obliterans. Liver enzymes elevated). Immunosuppressives tried out pt could not tolerate them. Treatments with the uvar photopheresis system in 2000. The pt was last treated in 2000. There were no device malfunctions or reactions to uvadex. 72 hrs after last treatment, pt fell, was nauseated, groggy, weak. Pt was taken to the hosp and was apneic. CPR was done. Pt was intubated for anoxia in emergency room. It was reported the 2 different pain medications were given. Pt lysed hb to 5 and within 24 hrs was in severe liver failure and by 10/12 renal failure. In a f/u call on 10/20 pt has had breathing tube removed and is improved slightly. Although the physician does not believe photopheresis/uvadex was directly responsible for this event, he called to cover all aspects and to see if any similar event had occurred 72 hours after an uneventful photopheresis therapy. Because the event was within 72 hours of the last photopheresis therapy, therakos is reporting this event.